Event description:
It was reported that balloon rupture occurred. A 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery below the knee. A 3.0mm x 150mm x 150cm, otw coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was simply removed by pulling it out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery below the knee. A 3.0mm x 150mm x 150cm, otw coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was simply removed by pulling it out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Returned device consisted of a coyote balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed the balloon had a burst that was located 52mm from the tip and was approximately 1mm in length. Inspection of the rest of the device found no other damage or defect.